Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented to a follow up at the hospital and an issue was seen with one of the patient's pacemaker leads. Patient symptoms and status were not reported. Further information was requested but not received.